Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl and treated with a syringe and low blood glucose of 56 mg/dl and was treated with food. Customer stated that, she gave more insulin than the system. The blood glucose at the time of the incident was 507 mg/dl and current blood glucose was 172 mg/dl. The customer also stated that, the infusion set had tape not sticking issues. Customer stated that, she experienced a high blood glucose after a low blood glucose event. The customer declined troubleshooting for the low blood glucose. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device is not expected to be returned for analysis.